Manufacturer narrative:
(B)(4). The long60a device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lockout. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was closed on stomach then fired through first stroke. However, it began slipping gears and it would not fire the rest of the reload. The surgeon pushed the red button and released from tissue. The surgeon removed the malformed staples and peristrip using a marilyn dissector. Another device and reloads were used to complete the procedure. No adverse consequences reported. One device and one reload will be returned.